Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported the rv lead had increasing, high impedance, and increased thresholds. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No patient complications were reported as a result of this event.